Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mid left anterior descending artery with mild tortuosity, mild calcification, and 90% stenosis. During unpacking of a 2.5x28 mm xience alpine rx stent delivery system (sds) the protective sheath was removed with slight resistance, the stent dislodged from the balloon, and the stent struts became stretched. The device was not used and there was no patient involvement. The lesion was ultimately treated using a non-abbott stent. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.